Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection sixteen days after the implant of a pump and catheter where an absorbable envelope had been placed under the pump and catheter at implant. The pump and catheter were removed. It was noted that at surgery pus was found in both incisions and that there was a fluid accumulation at the paraspinal incision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.